Event description:
It was reported that the customer's serter will not release the sensor when pressing the release button. The customer's blood glucose level was 165 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used enlite serter. Performed insertion test using a new enlite sensor. The enlite serter failed due to a bent catch arm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.